Event description:
It was reported that the pt underwent a spinal procedure at t12-l4 for l2 compression fracture in 2007. The interbody device was implanted with the posterior fixation. Four fixation screws at l3/4 reportedly had loosened. The revision surgery was performed approximately a year post op. The fusion reportedly was not completed.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot # w07g0385, w07j0376, w07j0377, w07l5454, and # w07l5455. Device history records for those lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.